Event description:
It was reported that patient was on the table, positioned and being driven out of the gantry after the scan was completed. During that time the patient¿s arm slipped out of position and collided with the edge of the table; breaking their elbow.

Manufacturer narrative:
Ge healthcare conducted an on-site investigation and reviewed the device system logs. The left hemiparesis patient was being moved out of the gantry by the operator when the patient¿s left elbow caught the edge of the table. This caused a bone fracture of the patient¿s left elbow. Ge healthcare has concluded that the operator did not ensure the patient¿s extremities were away from the edge of the device as stated in a warning in the operator manual.